Event description:
It was reported that the lead safety switch (lss) of this pacemaker system was triggered due to right ventricular (rv) lead impedance greater than 2,000 ohms. Review of device data indicated that there were previous intermittent impedance spikes as well, with high thresholds. Noise was also present on both the atrial and ventricular channels that led to inappropriate mode switching to atrial tachy response. The patient was dependent and experienced a six second pause in pacing after the lss was triggered. Technical services recommended programming the device to unipolar pacing and bipolar sensing. The sensitivity on both channels was decreased and the physician was considering replacing the leads (non-boston scientific products). The pacemaker remains in service at this time and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the lead safety switch (lss) of this pacemaker system was triggered due to right ventricular (rv) lead impedance greater than 2,000 ohms. Review of device data indicated that there were previous intermittent impedance spikes as well, with high thresholds. Noise was also present on both the atrial and ventricular channels that led to inappropriate mode switching to atrial tachy response. The patient was dependent and experienced a six second pause in pacing after the lss was triggered. Technical services recommended programming the device to unipolar pacing and bipolar sensing. The sensitivity on both channels was decreased and the physician was considering replacing the leads (non-boston scientific products). The pacemaker remains in service at this time and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the lead safety switch (lss) of this pacemaker system was triggered due to right ventricular (rv) lead impedance greater than 2,000 ohms. Review of device data indicated that there were previous intermittent impedance spikes as well, with high thresholds. Noise was also present on both the atrial and ventricular channels that led to inappropriate mode switching to atrial tachy response. The patient was dependent and experienced a six second pause in pacing after the lss was triggered. Technical services recommended programming the device to unipolar pacing and bipolar sensing. The sensitivity on both channels was decreased and the physician was considering replacing the leads (non-boston scientific products). The pacemaker remains in service at this time and no additional adverse patient effects were reported. It was additionally reported that the pacemaker was replaced with a cardiac resynchronization therapy pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that the lead safety switch (lss) of this pacemaker system was triggered due to right ventricular (rv) lead impedance greater than 2,000 ohms. Review of device data indicated that there were previous intermittent impedance spikes as well, with high thresholds. Noise was also present on both the atrial and ventricular channels that led to inappropriate mode switching to atrial tachy response. The patient was dependent and experienced a six second pause in pacing after the lss was triggered. Technical services recommended programming the device to unipolar pacing and bipolar sensing. The sensitivity on both channels was decreased and the physician was considering replacing the leads (non-boston scientific products). The pacemaker remains in service at this time and no additional adverse patient effects were reported. It was additionally reported that the pacemaker was replaced with a cardiac resynchronization therapy pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.